Manufacturer narrative:
Pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Also noted moisture damage on the motor, battery tube, vibrator, keypad flex tail and keypad traces.

Event description:
The customer¿s mother reported via phone call that the insulin pump had moisture damaged. Customer¿s blood glucose level was 242 mg/dl. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.